Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was off and then customer tried to replace the battery for a new one but the insulin pump detected a power error and then customer couldn't switch on it. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.